Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional field data, arthrex was able to determine the most likely cause of the reported failure. The most likely cause of the reported failure can be attributed to a user error, as excessive force was applied during the firing of the needle either to pass it through fibrous or calcific tissue or due to repeated ¿dry¿ actuations outside the surgical site, resulting in the needle breaking. The complaint allegation was not confirmed. The device was not received for evaluation, and no evidence of the failure was provided.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 01/10/2025, it was reported by an arthrex subsidiary employee via (B)(6) that an ar-13991n surefire¿ scorpion¿ needle malfunctioned. This occurred during a surgery, where another needle was used to complete the case. Additional information was provided on 01/23/2025 where the arthrex subsidiary employee stated that this event occurred during the operation, when the surgeon went to use the scorpion clamp, it wouldn't pass the wire through the tendon. Soon afterward, on another attempt, the needle broke and another needle had to be opened.